Event description:
I suffered severe bilateral corneal abrasions after switching lo clear cara plus with hydraglyde contact tens cleaning solution. I am an experienced contact lenses wearer with excellent hygiene. I previously used the standard. Clear cara solution for months with zero issues. I purchased the 'plus with hydraglyde' version. I used the provided neutralizing vertical case and soaked the lenses for 8 to 10 hours every night. Welt beyond the required 6-hour neutralization period. So, the hydrogen peroxide was fully neutralized. On day 2 of using the new solution. I experienced hazy/cloudy vision. On day 3. The haze persisted. Upon removing the lenses at the end of day 3. I was in excruciating pain and went to the emergency room. The ER doctors diagnosed me with massive corneal abrasions on both eyes and prescribed antibiotic drops. I suspect I suffered a severe hypersensitivity/toxicity reaction to the eobo-21 copolymer (hydragtyde additive) left on the tens, which caused corneal edema (haze) and led to the mechanical abrasions. The product needs dearer warnings about copolymer hypersensitivity and that users should immediately remove lenses if hazy vision occurs. Reason for use: hydrogen peroxide based contact lens solution.